Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no image displayed was caused by a defective video connector. The instruction for use manual has the following description which may have prevented the event: "do not touch the electrical contacts inside the video system center ¿s connectors. Do not apply excessive force to this video system center and / or other instruments connected. Otherwise, damage and / or malfunction can occur." Olympus will continue to monitor field performance for this device.

Event description:
The customer¿s olympus sales representative reported the ¿processor is not giving an image¿ prior to an unknown procedure for the visera elite video system center. The procedure was completed without a delay using a similar device. No abnormalities were noted during the inspection of the device. No patient harm was reported.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation determined a bent pin inside the video connector was causing no image with the ltf-vh scope. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.